Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. After completion of the investigation based on clinical information, a supplemental MDR will be filed.

Event description:
A female patient of unknown age in the EU was treated for subacute myocardial infarction and cardiogenic shock. An impella cp heart pump was inserted for hemodynamic support. The impella cp heart pump perforated the pericardium, resulting in a hemorrhagic pericardial effusion. The pericardial effusion was punctured for relief and the perforation was surgically closed. Anticoagulation was briefly suspended, and coagulation support medications were administered. The impella cp pump was able to continue to provide hemodynamic support. The patient was subsequently transferred to another hospital and remained in the ICU for several days. Due to severe cardiogenic shock, the patient eventually died of multiple organ failure.

Manufacturer narrative:
The root cause of the ventricle perforation was unable to be determined as limited clinical details were provided.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: date of patient death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-01911 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.